Event description:
Duirng post op visit, dr. Noticed one of the screws at c7 was out of the plate about 2-3mm. Dr continued to follow pt and at 3 months noticed both screws at c7 out 2-3mm. Pt complaints of swallowing irritation, but dr. Is continuing to monitor situation.